Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.50 mm x 20 mm apex¿ balloon catheter was advanced for dilation and was initially inflated at nominal pressure. When the balloon was fully inflated, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen. Magnified inspection identified a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found with the proximal bond. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.50 mm x 20 mm apex balloon catheter was advanced for dilation and was initially inflated at nominal pressure. When the balloon was fully inflated, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).